Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced low blood glucose levels (54 mg/dl). Reportedly, the customer was going to bed without eating and the pump basal rate needed to be adjusted. Customer drank milk, ate candy, and adjusted pump basal rate to stabilize blood glucose levels.